Event description:
It was reported that the device's speaker was blown. There was unknown patient involvement. The device analysis noted a delaminated downstream occlusion seal.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a delaminated downstream occlusion (dso) seal and liquid damage on the battery compartment. Functional testing was able to duplicate the issue. The dso seal and piezo wires were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period. B3. Date of event: month and year of event have been provided, but day is unknown.